Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with a supplemental information provided by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% and extraneal therapies. On an unreported date, the patient discontinued peritoneal dialysis therapy and started with hemodialysis. During a call with baxter (B)(4) customer services, the following was reported. On an unreported date, the patient experienced and was hospitalized for peritonitis. Cause of peritonitis was not reported. Treatment was not reported. The patient has not recovered. The event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.